Event description:
It was reported that during an unknown procedure, the device was used and the procedure had to be converted to open. The surgeon used sutures and the patient is okay. This was all of the information provided.

Manufacturer narrative:
Date sent: 1/7/2009. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.